Event description:
It was reported that during a laparoscopic cholecystectomy procedure, at the first firing the scrub tech advanced the clip and the clip jammed. The scrub tech gave the surgeon the device and the device would not fire the second clip. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Advancer bypass. The analysis results of the device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, it malformed one clip due to an advancer bypass and fired the remaining clips conforming according to our manufacturing specifications. A possible cause for this issue is that an incorrect stack inside the shaft is creating forces that do not allow the jaws to open immediately after releasing the trigger. The device locked out as intended, but the orange indicator did not show up. A batch record review was performed and no anomalies were found during the manufacturing process.